Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
After a carotid artery stenting (cas), a 6f angio-seal evolution was selected for use on (B)(6) 2015. When the poly-foil pouch was opened, the carrier tube was found kinked in the plastic tray. It was reported that the plastic tray seemed slightly deformed when the pouch was opened. A 6f angio-seal sts plus was selected to continue the procedure. Following a pre-deployment angiogram, the angio-seal sts plus was used for vascular closure of a common left femoral artery puncture on (B)(6) 2015. It was reported that it was unknown if the compaction marker was exposed from the proximal side of the tamper tube when the collagen was tamped down with the tamper tube. After deployment of the angio-seal, manual compression was held for 2-3 minutes, and hemostasis was completely achieved. Three days later on (B)(6) 2015, peripheral circulatory failure occurred and the patient's leg turned white due to constriction of blood flow. An ultrasound revealed a foreign substance in the punctured artery. The anchor and collagen were surgically removed from the patient. During surgery, it was found that the collagen sponge was deposited into the artery and thrombus had formed around the collagen sponge. Postoperatively, blood flow was restored in the occlusion site of the artery, and the patient was discharged in stable condition on (B)(6) 2015.